Manufacturer narrative:
The reported event of lead erosion was not confirmed. As received, a lead was in piece returned for analysis. No anomalies other than deformation problem related to procedural damage was identified.

Event description:
It was reported that the patient presented to the hospital with bleeding and discharge on the implantable cardioverter defibrillator(ICD) implant site. Examination noted lead erosion at the surgical site. The ICD system was explanted on (B)(6) 2024. The patient was in stable condition.